Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was respiratory distress syndrome, myocardial heart attack, emphysema, and septic shock. The caller stated that the customer had other issues that may have led to the customer's passing. The customer¿s blood glucose was over 800 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was being treated with insulin shots and intravenous insulin. The customer was not using sensors. The caller stated that the customer had flu and did not know that their pump was detached. The caller declined to return the insulin pump for analysis.